Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 18 closed samples, and a picture showing a thread damaged. The visual appearance of all closed samples received is the usual after pulling them out from the packaging. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the closed samples are 2.34 kgf in average and 2.20 kgf in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 1.80 kgf in average and 0.91 kgf in minimum). Sewing test on artificial skin tissue has been conducted the closed samples and fraying or any thread damaged does not appear when pulling the thread through the tissue. Visual appearance is the usual one. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: in spite of receiving a picture showing a defective sample, the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications. Nevertheless, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. We regret any inconvenience this issue may have caused and thank you for your collaboration. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread frays. The inner part of the thread is detached from the surrounding structures. Type of surgery: peranal circular cuff resection of the rectum with stacker (psp). Tissue in which the suture/medical device has been implanted or is used: rectum in case of minor arterial bleeding. A piercing was carried out. For sutures, type and number of knots made: 3 knots. Additional information has not been provided.